Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a 2.9cm arteriovenous malformation (avm) located in the superficial part of the right cerebellum eloquent area hemorrhagic lesion. It was reported that the patient was treated with an onyx 18 on (B)(6) 2011 and had an excision surgery on (B)(6) 2011. There was no abnormality found at both treatments; however, hyperpotassemia was diagnosed (amount of potassium in blood was 5.4) during a six month follow-up. The physician noted that it was unclear if there was a casual relationship between the onyx treatment and the hyperpotassemia. It was reported that the symptoms were not severe and the patient recovered from the hyperpotassemia without any medical intervention on (B)(6) 2011.